Event description:
On 03-nov-2023, intuitive surgical, inc. (Isi) received a medwatch report with uf/importer report # (B)(4). And with the following event description: "during case, large suture cut needle driver on its last use. Near end of case, little round tab fell off, instrument stopped functioning. No other large suture cut needle driver on shelf. Replaced with mega needle driver." Isi followed up with the customer and obtained the following additional information: the lot number of the large suturecut needle driver instrument is k112302173. The da vinci-assisted surgical procedure was a supracervical hysterectomy and sacrocervicopexy with possible anterior and posterior (a&p) repair, possible sling, and exam under anesthesia (eua). There was no procedure delay. The procedure was completed robotically. All fragments were retrieved by a surgical technician during the same procedure. There was no additional surgical procedure required to remove the fragment(s). No post-operative tests were performed to check for remaining fragments. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument and the fragment are available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. Therefore, the cause of the customer reported failure mode cannot be determined.